Manufacturer narrative:
H2) correction: d1; additional information: d9 h3) device evaluation: medtronic led an evaluation of the reported monopolar curved shears and the associated device logs. Evaluation of the logs indicated that the monopolar curved shears was connected to a sterile interface module (sim) that was attached to arm cart assembly 4. The use time was one minute with a use count of one. An error code for 'instrument usage read write sequence failure' was triggered twice while the monopolar curved shears was attached, indicating instrument connectivity issues. This error code reports an error message stating, "caution: instrument error. Detach instrument; clean and dry attachment contact surfaces. If error persists, discard instrument.". The sim was replaced with another one, but the monopolar curved shears continued to experience the error code, so it was replaced to resolve the issue. Visual inspection of the returned monopolar curved shears noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the monopolar curved shears was read with no observed failures. Evaluation of the monopolar curved shears confirmed the reported condition, however, the investigation concluded there were no abnor malities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a prostatectomy robotic laparoscopic procedure, after docking, while awaiting for a restart of another arm, there was an alarm of instrument error for the monopolar curved shears (mcs). The mcs was removed and reattached, but the issue still persisted. It alternates between losing and regaining contact. The sterile interface module (sim) was replaced and the same instrument was inserted, but the issue still persisted. The mcs was replaced with a new one which resolved the issue. There was no injury to the patient. Total delay in performing surgery was 30 minutes.

Event description:
It was reported that during a prostatectomy robotic laparoscopic procedure, after docking, while waiting for a restart of another arm, there was an alarm of instrument error for the monopolar curved shears (mcs). The mcs was removed and reattached, but the issue still persisted. It alternates between losing and regaining contact. The sterile interface module (sim) was replaced and the same instrument was inserted, but the issue still persisted. The mcs was replaced with a new one which resolved the issue. There was no injury to the patient. Total delay in performing surgery was 30 minutes.

Manufacturer narrative:
D10 continued: product ID- mrasc0002, sn -(B)(6); product ID- mrasa0003, sn - (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.